Event description:
Reportedly, during pt use, there was a noise heard from the ventilator and it increased the next day. The pt was manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.